Event description:
It was reported that during a sleeve gastrectomy procedure the cartridge misfired. No patient consequences reported. Device has been discarded.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process. Additional information requested and received: on which firing did the event occur? Second. Please explain what is meant by, "the cartridge misfired." Staple formation not happened if buttressing material was utilized, which product was used? No. Was the instrument fired across or near an existing staple line or clip? No. How was the case completed? Surgeon used the competition stapler in his further firings, as well he sutured the misfired area . Did the device cut but did not staple? Yes.